Event description:
It was reported that the zimmer ats 3000 tourniquet was over pressure in the left channel. Additional clinical f/u with the hospital indicated that the event occurred during a biomedical test/check of the equipment. There was no report of harm, delay, increased procedure time, or medical/surgical intervention.

Manufacturer narrative:
The device was returned to the MFR; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.